Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 420 mg/dl. The supplies were changed to address the event. Additionally, it was reported that the alerts/alarms in the pump history had a date of 8/31/2018. Bg was addressed with a manual injection and lowered to 384 mg/dl.